Event description:
According to the reporter, on (B)(6) 2021, the patient underwent a laparoscopic salpingectomy. Two months after, the patient had an ev entraction with a small hernia on the umbilical on (B)(6) 2021. In (B)(6) 2023, a second intervention was performed due to persistent pain following the implantation of a mesh prosthesis. However, no explantation was performed. During the surgery, the surgeon observed that the adhesions between the prosthesis and the omentum were released. There were no adhesions between the intestinal loops. The patient was still experiencing permanent pain and difficulty sitting and lying on their stomach.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.